Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose level was unknown. The customer reported that during rewind the insulin pump stopped and restarted, rewind took longer, motor was winding a lot and it took a lot of time getting in and out the batteries. The insulin pump will be returned for analysis.